Event description:
It was reported that patient received a line blocked alarm 2 weeks ago. Went through 3 cassettes and 3 infusion sets to resolve alarm. There was no patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.